Manufacturer narrative:
Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 169 mg/dl to 400's mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the elevated bg levels. Tandem technical support (cts) identified that the customer was not removing the air from the cartridges during the load sequence and informed the customer that this may cause occlusion alarms to occur. Cts guided the customer through filling and installing a new cartridge following the proper procedure.